Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the consumer just had an unrelated spinal fusion surgery on (B)(6) and was currently in the hospital. Since surgery the implantable neurostimulator (ins) had been malfunctioning and the consumer had been getting shocked in the back intermittently every 15 minutes, and it was getting worse with time and causing excruciating pain and discomfort. The patient programmer (pp) was broken so it was unable to connect with the device, make adjustments, or turn stimulation off. A request was made to speak with or see a manufacturer's representative (rep). Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.